Event description:
In 2009, a pt with symptomatic carotid artery disease, and bilateral internal carotid artery occlusion (approximately 60%) was treated with gore flow reversal system and a precise stent. After 15 minutes of tolerating the flow reversal and during stent placement, the pt developed asystole, followed by hypotension and seizure activity. The physician treated the asystole and hypotension with cardiopulmonary resuscitation and medication, and then completed the stent placement. The gbs was withdrawn and antegrade flow was restored. The pt developed normal sinus rhythm, but hypotension remained. Additional medication was given and the pt became normotensive. The stent was not post-dilated. The vessel was not occluded. The pt remained stable without neurological deficits.

Manufacturer narrative:
Method: device was discarded by the facility and is not available for evaluation. We are attempting to obtain additional information from the physician regarding the reported event.